Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 91 mg/dl. During troubleshooting, it was found that customer was exposed to a full body scanner at the airport while wearing pump. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.